Manufacturer narrative:
The report of suspected thrombus could not be conclusively confirmed. An evaluation of the device could not be conducted as the device remains in use. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient weight was not provided. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 9.5 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient had a video-assisted thoracoscopic surgery procedure for a malignant pleural effusion and his anticoagulation medications were held for quite some time. The inr values became subtherapeutic and the patient developed heart failure symptoms, dark urine and elevated lactate dehydrogenase (ldh) levels. Device thrombus was suspected and log files were submitted to the manufacturer containing two clusters of low flow alarms with an increase in pump power and a decrease in average pulsatility index over time. The patient is not a candidate for reoperation and there are no plans for a pump exchange. The patient was treated with bivalirudin and the ldh levels were observed to be decreasing. It was reported that the patient would be discharged once numbers normalized.